Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of six devices, four of which were sealed representative samples. A visual inspection of the opened samples noted two sutures and two needles. It was observed, under magnification, that the suture appeared to have split under tension. A tactile and microscopic inspection of the sealed sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. A laced through loop test was performed on the sealed samples and the results met the specifications for this product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic repair scare fracture procedure, 4 suture threads broke. A new suture was used to complete the case. There was no patient injury.